Manufacturer narrative:
Results: one used sample without its outer cover was returned for evaluation. A visual inspection revealed a hole in the inner shield caused by the IV end of the cannula. Microscopic examination of the returned sample revealed characteristics such as residual bends on the broken hub end, cracked adhesive, and tubing ovality (deformation from the normally circular cross section). When viewed together, these are all indicators of bending/re-straightening mode of failure. Furthermore, the presence of the deep indentation displayed in the adhesive and plastic hub area, created by the cannula shaft further attests to the severe bending that possibly occurred during manufacturing process. As previously reported, a review of the device history record revealed no irregularities during the manufacture of the reported lot # 6118828. Conclusion: the root cause for this incident was determined to be related to the shield loading process on assembly line 01. It was found to be not as robust as other assembly lines. This leads to increased risk of misalignment of shield in relation to the hub during assembly. This leads to potential increase in defect for needle through shield. Remedial action required: CAPA (B)(4) was initiated to address the failure mode of needle through shield.

Manufacturer narrative:
A sample was not returned for evaluation. A review of the device history record revealed no irregularities during the manufacture of the reported lot # 6118828. Without a sample, an absolute root cause for this incident cannot be determined as bd was not able to duplicate or confirm the customer¿s indicated failure mode.

Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. However, quality notifications for this lot number were reviewed and no qns were raised for this defect. (B)(4).

Event description:
It was reported that a consumer injected himself with lantus with a 31 g x 8 mm bd ultra fine short insulin pen needle and thought that the needle broke off in his leg. He went to an urgent care and received x-rays which did not show the needle in the consumer's leg. The missing needle was later found jammed inside the needle cap.